Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event was found to be a duplicate complaint; therefore, the complaint associated with this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was having issues with low flow. The complainant advised that the device was not used on a patient, and an extra pad was in use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was having issues with low flow. The complainant advised that the device was not used on a patient, and an extra pad was in use.